Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera 4k uhd camera control unit displayed error code e116. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. The unit alarmed e116. A known good dual in-line memory module memory card was fitted which rectified the fault. Unit passed all tests in accordance with the OEM service manual. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling reviewthere is no basis that the defect is caused by misuse of the user, thus not applicable. Olympus will continue to monitor the field performance of this device.